Manufacturer narrative:
This event is supplemental and that the investigation findings will be submitted under MFR # 2916596-2024-01768. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.